Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that an open-ended peritoneal catheter with the slits had black "dirt" adhered at the tip of the catheter. The issue was found upon incoming inspection.